Event description:
It was reported that during a laparoscopic gastrectomy, there was an unexpected resistance such as the target tissue slipped forward at the 2st stroke of the 2nd firing. The device was released with the manual knife reverse switch. The cartridge color was gold. The deployed staples were unformed. Additional suture for the cut line was performed and another device was fired on more distal side of the target tissue to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle the device was received for analysis with no visual non-conformances and with an ecr60d cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. Please refer to the instruction for use for more information. The batch record was reviewed and no anomalies were noted during the manufacturing process.